Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd (B)(6) in (B)(6) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was foreign matter in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
This complaint is a duplicate of pr # (B)(4). See MFR. Report # 1213809-2018-00394.

Event description:
It was reported that there was foreign matter in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. Noticed before use. There was no report of exposure, injury, or medical intervention noted.